Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was involved with a serious injury with medication/medical intervention being administered. The following information was provided by the initial reporter: at the moment, not one specific lot number can be found. It may be random lot numbers. We have recently seen more thrombophlebitis as a result of infusion needles / infusions. Effects: 6 weeks to 3 months anticoagulation. Risks: deep vein thrombosis.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter was involved with a serious injury with medication/medical intervention being administered. The following information was provided by the initial reporter: at the moment, not one specific lot number can be found. It may be random lot numbers. We have recently seen more thrombophlebitis as a result of infusion needles/infusions. Effects: 6 weeks to 3 months anticoagulation. Risks: deep vein thrombosis.